Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to dislodgement resulting from twiddlers syndrome. Prior to revision, patient had reportedly experienced fatigue. Lead remains actively implanted. Should additional information be received, this file will be updated.